Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, and thrombosis are listed in the xience alpine everolimus eluting coronary stent system, instructions for use as known patient effects. There was no reported device malfunction. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified mid left anterior descending artery. Prior to the initial procedure, the patient presented with unstable angina. On (B)(6) 2018, a 3.5x18mm xience alpine stent was deployed at the lesion and timi 3 flow was achieved. Additionally, the patient was compliant with dual antiplatelet drug therapy (dapt) after the procedure and it was not interrupted. On (B)(6) 2018, thrombus was observed through angiography, the patient experienced a cardiac arrest and died. It is unknown if an autopsy was performed. No additional information was provided.